Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on 18 jul 2014 at 21:41:00. During night drain cycle one, the patient's ultrafiltration reading was 2015ml, indicating the home patient (hp) drained 2015ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. This is an ancillary service event. An internal and external visual inspection revealed no problems. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.